Event description:
The user facility report that the involved angio-seal device was attempted to be used to close the groin after the procedure. After the device was inserted into the angio-seal sheath, and pulled back to deploy, the whole device came out. Stated that there was no anchor, plug, suture, or tamper tube. Manual pressure was held. The procedure outcome was successful. The estimated blood loss was less than 250cc. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. The patient was in stable condition.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Cath lab director. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).